Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl and bupivacaine. It was reported that the patient's handset had become real slow and the reporter wanted to know how to clear the data on the device. Patient services assisted the reporter in clearing data on the device and the device connected very fast. It was noted that the patient had 12 boluses per day.